Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 01/19/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Event description:
This complaint is initially created for a MDR non-reportable issue. It was reported there was blood between electrode 2 and 3 when the smart touch bidirectional was removed from the patient's body after taken the sheath in and out. The issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. This complaint is re-assessed to a MDR reportable per fal findings on (B)(6) 2016. Sem results show that the external surface of the pebax exhibit evidence of scratches and pinhole. It is possible that an unknown object hits and punctures the pebax. This is MDR reportable as it compromise the integrity of the catheter and posed risk to the patient of thombus.

Manufacturer narrative:
(B)(4). It was confirmed there was blood into between electrode 2 and 3 when the smart touch catheter was removed from the patient¿s body after taken the sheath in and out. The issue was resolved by changing the catheter to another one. The returned device was visually inspected upon receipt and blood was found inside the pebax. Unit was submitted to sem analysis and results indicated that the external surface of the pebax exhibited evidence of scratches and pinhole. It is possible that an unknown object hits and punctures the pebax. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been confirmed blood was found between electrode 2 and 3.